Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately one year post deployment of a 20mm sapien 3 valve in the aortic position, the patient was treated for valve stenosis.  The valve was first dilated with a 20mm true balloon and was followed by a valve in valve (20mm sapien 3 in 20mm sapien 3) tavr procedure via transfemoral approach.  The patient was noted to have left the room in stable condition.

Manufacturer narrative:
Multiple attempts to obtain additional case information were made, however, the information was not forthcoming. Per the instructions for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves.  Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion.   Calcification is a well-recognized failure mode of bioprosthetic valves.  The mechanism of calcification of biomaterials is not completely understood, but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   In this case, the exact cause of the valve stenosis one year post valve deployment cannot be confirmed.  However, it may be related to patient factors (history of renal insufficiency, progression of pre-existing valvular disease processes).  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required at this time.